Event description:
It was reported when attempting to flush the sheath while the device was in the pt, air bubbles were observed in the arm of the stopcock tube. Another device from the same reorder, different lot was used to complete the procedure with no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of device analysis, if there is any further relevant info, a supplemental medwatch report will be filed.